Manufacturer narrative:
During preventative maintenance (pm) performed by a zoll service technician at the customer site, the thermogard console (sn (B)(6) could not be powered on. The root cause for the reported issue was due to the failed right rear bracket, likely due to a failed component. The bracket was replaced to address the reported complaint. Following the service, the thermogard console passed all tests, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard console with sn (B)(6).

Event description:
During the preventative maintenance (pm) performed at the customer site, the thermogard console (sn (B)(6) could not be powered on. No patient involvement.